Manufacturer narrative:
It is unknown if the veritas caused or contributed to the event. If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer therefore manufacture and expiration dates unknown.

Event description:
Patient presented at normal follow-up visit with concerns about re-herniation. No CT scan has been performed. Patient experienced mild discomfort with a bulge noted at site. Infection was found at the site of the veritas implant, which was treated with IV antibiotics, incision and drainage. Patient infection has resolved and patient has no limitations of daily activity. Patient has a re-herniation at the site of the veritas implant. Patient has had 3 recurrences prior to placement of veritas. Re-herniation is enlarging and surgeon has given the patient the option of another repair. Patient has decided to wait and see. No treatment has been given as of this report.